Event description:
The hcp reported the patient received no improvement in pain control with high level dosing. The pump was programmed to deliver hydromorphone (25.0 mg/ml), bupivicaine (14.0 mg/ml), and clonidine (760.0 ug/ml) at a rate of 21.0 mg/day. An x-ray (date not reported) showed a puncture in the intrathecal section of the catheter. The catheter was explanted/replaced. The patient recovered without sequela, and the family reported the patient's function improved.